Manufacturer narrative:
H3 other text : device returned but not yet evaluated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged pneumonia and bronchitis due to the device. There was no report of medical intervention specified by the patient. The device has returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected serious injury to product problem. Box b2 was corrected other to blank. Box h1 was changed from serious injury to product problem. Box h6- health- impact code was updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged pneumonia and bronchitis due to the device. There was no report of medical intervention specified by the patient. The device has returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 07/03/2024. The device was returned to the service center for evaluation. During the evaluation of the device, neither generation of particles nor degradation/breakdown of the sound abatement foam was confirmed. Dirt was confirmed by internal checking. Performed functional test and confirmed that there was no issue. In addition, appropriate code updated/corrected in this follow-up report.